Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 130 mg/dl. The customer reported that the insulin pump was not working properly. It was reported that the insulin pump was splashed water; became wet. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery power loss noted.